Event description:
The user facility reported a 62-year-old female presented with st elevated myocardial infarction with severe hypoxemia requiring bipap. An impella cp was inserted for support. The patient developed limb ischemia during support which prompted early explant after the mitral valve coronary artery disease was treated.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Per the provided clinical information, the root cause of the limb ischemia issue was patient condition related to small/ diseased vessels.